Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the lcsb5 instrument jaw fell into the pt (it was retrieved from the pt). Another blade was used to complete the case. The device was discarded.